Event description:
It was reported that heterotopic ossification occurred. A new liner and head were implanted. The part number for the head was unrecognizable, so it could not be identified.

Manufacturer narrative:
The agent reported "(heterotopic ossification occurred. A new liner and head was put in. The part number for the head was unrecognizable so I do not know the part number. The previous surgery was done in north carolina.)". The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised item was not returned for examination and the item and or lot number was not provided. To adequately investigate this event, the part and lot number are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time.